Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that while preparing the intra-aortic balloon (iab) for insertion in a patient, two kinks were found on the catheter shaft area and proximal balloon. The iab was replaced to continue therapy. Mild sclerosis, calcification and tortuosity were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
The iab was returned with the membrane folded inside t-handle unused without any blood visible and the one-way valve attached. Two guide wires were returned, one of the guide wires was not a maquet product. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. Two kinks were found on the catheter tubing approximately 27.9cm and 73.7cm from the iab tip. The optical fiber was found to be broken at the kinked location of 73.7cm. The evaluation confirmed the kinks in the catheter. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # ca-cpl-2018-01037, record # 164883

Event description:
It was reported that while preparing the intra-aortic balloon (iab) for insertion in a patient, two kinks were found on the catheter shaft area and proximal balloon. The iab was replaced to continue therapy. Mild sclerosis, calcification and tortuosity were noted in the patient vessel. No patient injury was reported.